Manufacturer narrative:
Failure analysis (fa) lab received a vela main pcba. The vela main pcba was visually inspected. Was installed into a known good unit. Events log recorded multiple vents inop alarms with xdcr faults and motor faults. All transducer tests passed, all transducer calibrations passed. No alarms or faults were induced when ventilating. Ran unit for 64 hours with original settings, but the issue was not able to induce any errors or faults. Cooled down transducers with anit-static freezer spray, but they continued to pass all tests and calibrations with little slipping. Cycled the unit power on and off 10 times with no ac power source attached or circuit attached, but the transducers and motor did not fault. All stress tests have be exhausted and the customer reported issue could not be duplicated. The vela main pcba was scrapped.

Manufacturer narrative:
(B)(4). The distributor in (B)(6) determined that the most likely cause of the reported event was a malfunctioning main pcba. The distributor in (B)(6) was shipped a replacement main pcba to repair the device and return it to service. Carefusion issued a return goods authorization (rga) number to the distributor in (B)(6) for the return of the alleged faulty main pcba for evaluation. As of the (B)(4) 2015 the alleged faulty main pcba has not been received.

Event description:
The distributor in (B)(6) reported that while in use on a patient the device alarmed "motor fault" and vent inop." The patient was removed from the device and placed on another device with no harm to the patient.